Event description:
Procedure type: colectomy. According to the reporter: two instruments were fired, one on each end of the colon. After firing, the instruments could not be removed, since the tissue of the other side was also stapled. The surgeon cut the tissue and treated by hand sewing.